Manufacturer narrative:
The device history record was reviewed and no abnormalities were noted. Historical trending was done. There were no changes in the manufacturing process or formulation. Per the customer, the actual glove worn was not available for testing. Testing was done on representative samples, and no pinholes were found. The reported failure was most likely due to an imperfect coating of the latex during the dipping process. Continuous monitoring is conducted to insure that the formers are in good condition for the dipping process. Any defective formers are removed immediately.

Event description:
Respiratory therapist reported, she was exposed to blood from a hepatitis c pt due to a hole in the glove. She did seek medical attention after performing initial measures to limit exposure. The exposure site was cleaned and an antiseptic was applied. Follow up will be ongoing at her discretion.